Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during the procedure in the renal artery, the rx herculink plus balloon ruptured at one atmosphere during the first inflation. The stent delivery system was removed from the anatomy without difficulty and the stent was fully opposed to the vessel wall using an unknown dilatation catheter. There was no adverse patient sequela. There was no additional information provided.